Manufacturer narrative:
Initial.

Event description:
It was reported that the user received a bg run mode alert on the ilet after the dexcom g7 continuous glucose monitor (cgm) sensor was not connected to the ilet; the agent determined the new sensor had not been started on the ilet and guided the user to start the sensor and enter the pairing code, with education on pairing and warm-up timing, consistent with an incorrect or incomplete pairing procedure and no affected device component. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication and analysis of the information provided. Investigation of this case revealed no device problem, and a usage problem was identified related to improper or incorrect method for starting and pairing the sensor, with no applicable device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.